Manufacturer narrative:
Specific device information was not provided by the reporter such as, part number, serial number and UDI #. This information will be provided on a supplemental report if we receive it from the reporter. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during use on a patient, the devices tubing came off the humidifier due to high pressure. The customer put a cable tie around it to stop it from happening again, as the oscillator cut out due to loss of pressure. Complaint did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The physical circuit was not returned for evaluation. A photograph was provided by the end user. However, it was clarified further that the photograph was not from the reported event. Instead, a photo of another circuit was provided to show the specific area where the disconnection occurred. Without the physical circuit or the associated lot number, we are unable to definitively determine the root cause of the reported incident.